Manufacturer narrative:
Pump received with missing segments/partial display due to cracked and bleeding lcd glass. Unable to confirm blank display and unable to perform any tests due to lcd physical damage. Pump received with cracked reservoir tube lip and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call on that the insulin pump had a display anomaly. The customer¿s blood glucose level was unknown at the time of the incident. The customer's spouse noted the screen had a crack and black spot after suffering a fall. The customer's spouse reported that the screen was hard to read. Customer's spouse reported that they were hospitalized in relation to their kidneys, and removed the device when they got to the hospital. The customer was advised a replacement insulin pump will be sent out and to use a backup plan per healthcare professional's recommendation. The insulin pump will be returned for analysis.